Manufacturer narrative:
Additional narrative: reporter¿s phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the thread saw blade coupling was damaged. It was further determined that the device failed pretest for check saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the oscillating head of the battery oscillator kept rotating spontaneously and could not be locked. There were no reports of delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.